Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Customer stated that had a no delivery issues even after multiple set changes and blood glucose was close to 400 mg/dl. During the no delivery troubleshooting, customer stated that the insulin exited after 5.0 units fixed prime was delivered, infusion set was removed and no bent cannula was observed. Advised customer to talk to the doctor about alternative infusion set to try. The customer also mentioned high blood glucose of 400 mg/dl due to no delivery issue. Customer teated with manual injection for the high blood glucose reading. Customer declined troubleshooting for high blood glucose. The customer was advised that the infusion set will be replaced. The infusion set will be returned for analysis.